Event description:
Nurse noticed at the end of the treatment that there was some minor blood leaking around the needle. She thought that the blood was coming from the site, and she did not look into it more. At the end of the treatment, she pulled on the tubing and it disconnected from the hub.